Event description:
Pt sustained a 3/4cm burn to right upper lip. After close examination of insulation coating on reusable bovie extender; small break noted in insulation. Note: intervention- surgeon determined full thickness burn; burn area excised and repair completed.